Manufacturer narrative:
As reported by the (B)(4) study, during the index procedure a side branch occlusion occurred post deployment of a cypher sent and a myocardial infarction due to thrombus occurred post procedure. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as de novo, 15mm in length, type b2, 99% stenosed, non-thrombosed, with no calcification. The reference vessel was 2.75mm in diameter and non-tortuous. Medical records indicate that the left coronary angiography demonstrated mild disease at the ostial in the left main graded at 20%. The lad was type 1 vessel with 99% stenosis proximally and 99% stenosis in the first diagonal branch at the ostium. The right coronary angiography demonstrated no significant stenosis. Pre-procedure timi flow for the lad was 2-3. A bmw guide wire was advanced in the first diagonal branch and another one was advanced into the lad. The first diagonal branch was inflated first with a 2.0x12mm sprinter balloon catheter at 6atms for 10 seconds followed by inflation in the proximal lad at 6atms for 5 seconds. The balloon was removed and a 2.5x18mm cypher rx stent was implanted at 16atms for 20 seconds. The diagonal wire was pulled back and reintroduced into the diagonal branch. The cypher rx stent was post-dilated twice with a 2.75x13mm sprinter nc balloon catheter at 16atms for 10 seconds. Then, a 2.0x8mm rx voyager balloon catheter was advanced in the first diagonal branch, which it had occluded, and an inflation at 8atms at 10 seconds was performed followed by a second inflation at 8atms for 10 seconds. Final angiographic results revealed 0% residual stenosis in the lad with timi grade 3 flow. Residual stenosis in the first diagonal was 10-20%. The patient was transferred back to the holding area in stable condition. Following the procedure, the patient presented with chest heaviness with a stable blood pressure of 131/88. ECG showed mild st elevation and deep t-wave inversion. The patient received fentanyl and intravenous versed prior to the procedure; however, she became somnolent and desaturated on pulse oximetry. The patient was given narcan to reverse the symptoms and was placed on a non-rebreather mask. A left coronary angiography revealed total occlusion of the lad at its origin within the stented segment. The patient received heparin and was placed on an integrilin drip. A universal ii wire was advanced in the first diagonal branch and a second wire was advanced into the distal lad. An export catheter was advanced into the stent and a single thrombectomy was performed yielding white thrombus. Timi flow was restored to 2. A quantum balloon was advanced into the cypher stent and the act was found at 448. There appeared to be some thrombus in the distal portion of the cypher stent and an attempt was made to deliver a laser catheter; however, the laser catheter would not transverse the stented segment. A 3.5x15mm quantum balloon was inflated at 12atms for 11 seconds. Ivus revealed no evidence of edge dissection before or after the stent with minimal luminal area distal to the stent at 4.2mm2 and inside the stent at 5.6mm2. There was good apposition of the stent struts to the artery wall. There was no calcification noted in the artery wall; however, there was fibrocalcific changes to the wall. Final angiograms revealed 0% residual stenosis with timi grade 3 epicardial and timi grade 3 microcirculatory. The ECG changes and chest pressure resolved. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Coronary artery occlusions, thrombus and myocardial infarctions are known potential adverse events associated with stent implantation procedures. The instructions for use (IFU) states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. Percutaneous coronary angiography (pci) of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing a myocardial infarction (mi). Review of the information provided suggests that there are possible patient and procedural factors that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Additional information was received reporting the patient experienced stable angina at the 30 day follow-up visit.

Manufacturer narrative:
.

Event description:
As reported by (B)(4) study, the cypher stent "collapsed" and the patient experienced a stent thrombosis and myocardial infarction. The procedure was a staged provisional procedure. Target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as de novo, 15mm in length, type b2, 99% stenosed, non-thrombosed, with no calcification. The reference vessel was 2.75mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 2.75x12mm balloon catheter at 16atms. Pre-procedure timi flow was 2. A 2.5x18mm cypher rx stent was implanted at 16atms. Residual stenosis was 10% and post-procedure timi flow was 3. No dissection occurred during the procedure. Post-dilation was performed with an unknown balloon catheter. During the procedure, the cypher rx stent "collapsed." An angiography confirmed thrombosis in the cypher rx stent. As a result of the stent thrombosis, a myocardial infarction occurred. Treatment of the stent thrombosis included revascularization. Treatment details were not provided for the myocardial infarction. The events resolved without sequelae. According to the investigator, the event was related to cordis product and the index procedure.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.